Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. The reported issue was due to a jammed door cover, and was resolved onsite by unfastening the door covers to allow removal of some broken sliding surfaces on the lower 90 degree cover. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that, when the imaging system was being removed from the field at the end of a spinal fusion procedure, they heard a loud clunk. The door was jammed and could not be opened manually. The site had already taken all the desired images for the case; however, it was necessary to enlist additional or staff to lift the patient from the or table to a bed for transport with the imaging system still at the head of the table. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.